Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. See h.10.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ ii insulin syringe barrel. The following information was provided by the initial reporter, translated from japanese: "this report is about a torn polybag. The product was falling out because the polybag was torn." Via bdj investigation team: "bdj confirmed that the needle shield was broken and the needle hub was separated from the barrel."

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ ii insulin syringe barrel. The following information was provided by the initial reporter, translated from japanese: "this report is about a torn polybag. The product was falling out because the polybag was torn." Via bdj investigation team: "bdj confirmed that the needle shield was broken and the needle hub was separated from the barrel."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.